Manufacturer narrative:
A f/u report will be filed if more info becomes available.

Event description:
Refer to medwatch # 1219856-2007-00127 for the first event involving this pt. It was reported that md inserted the iab sheathless via the femoral artery under fluoroscopy while in the cath lab. After the iab was inserted it was connected to the pump. The membrane did not inflate 100%, & as a result md tried to manually inflate iab. This was not successful, & iab was removed & replaced with another iab successfully. There was no reported pt complications.